Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of two (2) homechoice cassettes. This was observed during use of devices for automated peritoneal dialysis therapy; an event was observed during initial drain when the home patient (hp) was connected. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services (rts) reviewed proper procedures per the user manual with the hp. The hp ended therapy. Rts advised the patient to contact their peritoneal dialysis registered nurse regarding the event. There was no patient injury or medical intervention associated with this event. No additional information is available.